Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days following the implant procedure, the patient had a swollen left arm. A doppler showed acute deep vein thrombosis of left subclavian vein extending into the left axillary and left basilica veins. Apixaban was initiated and aspirin was stopped. The system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the cardiology office stating that their left arm had been swollen for three days. A doppler showed acute deep vein thrombosis of left subclavian vein extending into the left axillary and left basilica veins. Apixaban was initiated and aspirin was stopped. The system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.